Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope tip melted when it was used in combination with a t-1470 vectra litetouch laser. The event occurred during a therapeutic bronchoscopy diagnostic with laser procedure while in the middle of the patient¿s airway. There was no delay and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that a high-energy endo therapy accessory was used without ensuring a sufficient distance from the distal end. A definitive root cause could not be determined. The instructions for use states the detection methods associated with the event in "inspection of the endoscope" and the prevention methods in "using endotherapy accessories" olympus will continue to monitor field performance for this device.